Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose and air bubbles. The customer¿s blood glucose level was over 600 mg/dl at the time incident and current blood glucose was 265 mg/dl. The customer was treated with manual injections. It was reported that he customer had air bubbles of approximate size of air bubbles is 1/8 of an inch. Customer declined to check their settings. The customer was advised the pump is designed to trigger an alarm if it detects a blockage preventing the flow of insulin. The insulin pump will not be returned for analysis.